Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced urge incontinence, urinary frequency, urinary tract infection, suprapubic abdominal pain, stress urinary incontinence, erosion, extrusion, bowel problems, organ perforation, bleeding and vaginal scarring. Toviaz was prescribed on (B)(6) 2011. Coaptite injection was performed on (B)(6) 2011. Between (B)(6) 2011 toviaz was prescribed and macroplastique injection was performed. A macroplastique injection was performed on (B)(6) 201. A urethrolysis and sling removal were performed on (B)(6) 2012.